Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was verified from alarm history but not duplicated by motor drive test. Found force sensor test alarm from alarm history, replaced plunger kits; speaker volume low, replaced speaker. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an occlusion error, despite completing calibration. There was unknown patient involvement.